Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of embolism as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the embolism. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. When the steerable guide catheter (sgc) entered the right atrium (ra) to the left atrium (la), the fossa slightly expanded. The clip delivery system (cds) was advanced and steered down to the mitral valve towards p3 and grasping attempted. The clip was moved from the left ventricle (lv) due to poor location when a bright object was noted on echo. After about 30 seconds, the object was not visible. The clip was then deployed on the leaflets, reducing mr to <1. When the steerable guide catheter (sgc) was removed, a right to left shunt was noted. The shunt amount was small therefore no intervention was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.